Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 186 mg/dl. Customer was using an alternate pump for insulin therapy at time of the unspecified malfunction. During troubleshooting with tandem technical support, the pump was able to turn on and the customer began to use for insulin therapy.